Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing "a lot of problems" with their leadless implantable pulse generator (ipg). It was also reported that the leadless ipg exhibited premature battery depletion. It was noted that the patient heart rate was fifty or sixty beats per minute. The ipg remains in use. No further patient complications have been reported as a result of this event.